Event description:
A 6 mm minima stent was implanted in the right pulmonary artery (rpa) to treat rpa stenosis on (B)(6) 2026. During the index procedure, stent migration and intrapulmonary hemorrhage was reported to renata medical. During a routine echocardiogram performed on (B)(6) 2026, the stent was found to have further migrated and was located adjacent to the right ventricular (rv) wall. The patient was hospitalized and underwent surgical removal of the stent with replacement of the rv-pa conduit on (B)(6) 2026. The device was not returned for evaluation.

Manufacturer narrative:
Based on the available information, during balloon removal in the initial procedure on (B)(6) 2026, the stent was dislodged from the intended location in the rpa and subsequently placed in the lpa. Available information indicates that the reported intrapulmonary hemorrhage was associated with distal pulmonary arterial injury, potentially related to guidewire position during the procedure. The timing and cause of the subsequent migration, resulting in stent location at the rv wall and the need for surgical explant, remain unknown. The device was not returned for evaluation; therefore, device analysis could not be performed.